Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the ventilator had an issue with co2 measurement. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the nozzle units and expiratory channel printed circuit board has been pointed as defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on october 2024, which is sooner then a year, or every 5000 hours of operation. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units and expiratory channel printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).